Event description:
On 12/17/93, pt was in for usual treatment which included use of electrical stimulation with specific parameters. Time set for 15 min at 0-6 pps to right arm and leg. After 5 mins resident's wife complained that the intensity is coming too strong with needle of the meter fluctuating 10-15 pps as therapist observed. The therapist immediately shut off the machine and checked the treated parts; min erythema was noted where electrodes were placed. Right wrist ext group proximal and distal dorsal aspect, right quads group distal anterior aspect and right dorsiflexors proximal aspect. Pt scratched the treated area and instructed him not to do so to allow for clearing of redness.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.